Manufacturer narrative:
The customer's product has been requested for investigation. A f/u report will be submitted if the meter is received. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported, that the units of measurement of their freestyle blood glucose monitor changed. The customer also observed an error 4 message during the insertion of a test strip. The meter is one, where the customer cannot inadvertently change the units of measurement. There was no report of death, serious injury or mistreatment associated with this event.